Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the ultra patient positioning system (a2009) was too hard to close and lock with the hand latches and when they do, the headpiece does not feel tight. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.

Manufacturer narrative:
Ultra patient positioning system (a2009) was returned for evaluation. The reported complaint was confirmed. Unit received with std. Adaptor and not the tri-star adaptor. Evaluation showed that the upper and lower handles are out of adjustment. Both shock cushions are worn and need to be replaced. The unit needs repair and replacement of worn parts. General maintenance and cleaning required. This device exceeds its expected life of 7 years (manufactured in 2009).